Event description:
Reporter stated that she has contacted respironics numerous times after her initial registration of her CPAP machine but still no response or receiving a replacement of her device as promised by the manufacturer. She stated that her symptoms is getting worse day by day and will need intervention before something bad happens.